Event description:
It was reported that the target lesion was located in the mid left circumflex (lcx) with heavy tortuosity, calcification and 95% stenosis. Pre-dilatation was performed with an unspecified 1.5 x 08 mm balloon. The 3.0 x 23 mm xience v stent was implanted in the lesion and a distal edge dissection was noted. A 3.5 x 23 mm xience v stent was implanted to cover the dissection. The procedure was concluded successfully. No adverse patient sequlae was reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.